Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic prostate retrieval. Event description: hospital: [name]. "I was made aware of a case today regarding the inzii 10mm bag at [hospital]. The dr. Was [name] case was today (B)(6) 2024 where the bag broke.". Additional information received from [name] via email on (B)(6) 2024: "I actually just spoke to dr. [Name]. The case was yesterday (B)(6) 2024.". Additional information received from [name] via email on 26apr2024: "here¿s what I gathered from my rn & tech: user error. They stated dr. [Name] "yanked" the bag out & all the components including the two metal pieces were pulled out of the back end of the bag. Unsure if y¿all understand that but we can demonstrate. It was not sequestered.". "Two cd001 10mm endopouch bags were used in prostate retrieval towards the end of robotic surgery portion. The first bag broke apart in five parts, in the process of extracting the bag content, inside the patient's abdomen. This was witnessed by the surgeon and relief scrub at around 1115 am. The second bag was used to extract the remaining specimen and was intact. The second bag according to the surgeon and relief scrub was the basis for confirming the completeness of the first endopouch and that all parts of the first bag were outside the patient. The patient was taken to recovery after debriefing without an incident.". "As the circulator, I was asked by the scrub and surgeon to open another endopouch bag, that is how I was made aware of the issue. I asked both surgeon and scrub to be sure that all the broken parts confirm the completeness of the endopouch and that there is no missing part. The relief scrub disposed of the broken endopouch parts without informing me ahead but confirmed to me that all the parts were there before her disposal. I informed my supervisor today about the incident.". The product is not available for return. Intervention: another 10mm bag. Patient status: the patient was taken to recovery after debriefing without an incident.

Event description:
Procedure performed: robotic prostate retrieval event description: hospital: [name] "I was made aware of a case today regarding the inzii 10mm bag at [hospital]. The dr. Was [name] case was today (B)(6) 2024 where the bag broke." Additional information received from [name] via email on 25apr2024: "I actually just spoke to dr. [Name]. The case was yesterday (B)(6) 2024." Additional information received from [name] via email on 26apr2024: "here¿s what I gathered from my rn & tech: user error. They stated dr. [Name] ¿yanked¿ the bag out & all the components including the two metal pieces were pulled out of the back end of the bag. Unsure if y¿all understand that but we can demonstrate. It was not sequestered." "Two cd001 10mm endopouch bags were used in prostate retrieval towards the end of robotic surgery portion. The first bag broke apart in five parts, in the process of extracting the bag content, inside the patient's abdomen. This was witnessed by the surgeon and relief scrub at around 1115 am. The second bag was used to extract the remaining specimen and was intact. The second bag according to the surgeon and relief scrub was the basis for confirming the completeness of the first endopouch and that all parts of the first bag were outside the patient. The patient was taken to recovery after debriefing without an incident." "As the circulator, I was asked by the scrub and surgeon to open another endopouch bag, that is how I was made aware of the issue. I asked both surgeon and scrub to be sure that all the broken parts confirm the completeness of the endopouch and that there is no missing part. The relief scrub disposed of the broken endopouch parts without informing me ahead but confirmed to me that all the parts were there before her disposal. I informed my supervisor today about the incident." The product is not available for return. Intervention: another 10mm bag. Patient status: the patient was taken to recovery after debriefing without an incident.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.